Event description:
Attorney reported: on (B)(6) 2003: pt underwent an incisional hernia repair and had seven bard meshes implanted during this procedure. On (B)(6) 2009: pt was informed that these meshes had to be removed due to an (B)(6) infection and serosal injuries. On (B)(6) 2010: procedure carried out and multiple product failures were described. The pt suffered injuries as a result of these failures. The pt has suffered and will continue to suffer physical pain.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The info provided indicates that the pt developed and was treated for an infection six years after implantation. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2011-00065, MDR 1213643-2011-00066 and MDR 1213643-2011-00068 for info related to the three other composix e/x meshes implanted on (B)(6) 2003. See MDR 1213643-2011-00069 and MDR 1213643-2011-00070 for info related to the two non-recalled composix kugel mesh implanted on (B)(6) 2003. Info related to the recalled composix kugel mesh implanted on (B)(6) 2003 will be reported in accordance with (B)(4).